Event description:
It was reported that the warmer had a bad liquid-crystal display(lcd) and a cracked reservoir cover. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Unit was found to leak water from the tank reservoir due to cracked tank cover. Removed front cover and investigated further. Found circuit board was damaged. The root cause of the reported issue was found to be caused by pushing the top cover in forcefully and not checking to make sure light-emitting diode (led) were properly positioned within the recesses of the front cover. Actions were taken to mitigate the reported issue: are unknown.